Manufacturer narrative:
Based on a review of the alarm trace, there is no indication of an instrument issue at the time of the erroneous results. Calibration and quality controls were acceptable. The analyzer performance check was acceptable. A possible root cause may be related to electromagnetic interference as the count differences are low and there are 5 centrifuges located directly next to the instrument.

Manufacturer narrative:
The field service engineer provided photos showing where the laboratory centrifuges are positioned in relation to the e 601 analyzer. A possible root cause may be an electromagnetic interference.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4). (B)(6).

Event description:
The customer questioned results from 2 samples for one patient in the emergency room who was tested for troponin t hs (high sensitive) troponin t hs. Of the data provided, the results for one sample were erroneous and reported outside of the laboratory. The initial troponin t hs result at 11:25 a.m. Was 24.76 ng/l. This result was reported outside of the laboratory. A 2nd sample was obtained at 4:22 p.m. And the result was 5.61 ng/l. At this point, the laboratory technician decided to repeat both samples. The initial sample was repeated at 5:33 p.m. And the result was 3.95 ng/l. The 2nd sample was repeated at 5:21 p.m. And the result was 5.67 ng/l. The repeat results were considered to be correct. No adverse event occurred. The troponin t hs reagent lot number was 181799. The expiration date was not provided.